Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was 60 mg/dl. Reportedly, the customer will continue to use the pump for insulin therapy.